Event description:
It was reported that brown foreign matter was found on the bd ultra-fine¿ insulin syringe needle during use. The following information was provided by the initial reporter, translated from chinese: "the patient's right eye had macular edema. On september 21, ocular injection was performed to reduce the occurrence of edema and improve the patient's vision. With this single-use sterile insulin syringe injection, you can reduce the use of valuable drug residues. When the medical staff opened the package and was about to extract the medicine, they found a brown foreign body on the needle, so they marked it, replaced one, and completed the operation."

Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 1095063. All inspections were performed per the applicable operations qc specification. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown foreign matter was found on the bd ultra-fine¿ insulin syringe needle during use. The following information was provided by the initial reporter, translated from chinese: "the patient's right eye had macular edema. On september 21, ocular injection was performed to reduce the occurrence of edema and improve the patient's vision. With this single-use sterile insulin syringe injection, you can reduce the use of valuable drug residues. When the medical staff opened the package and was about to extract the medicine, they found a brown foreign body on the needle, so they marked it, replaced one, and completed the operation."